Manufacturer narrative:
Correction: upon further review, it has been determined that there is insufficient information to support patient outcome determination. The annex e and f codes have been updated to reflect insufficient information.

Event description:
No additional information.

Event description:
It was reported that patients mother advised the patient is having issues with bd q-syte closed luer. Patients mother advised they will work for a while but then she feels the medication isn't going through right and the patient starts to feel unwell so she changes it then the patient feels fine again. Patient has recently had a new hickman line put in so not sure if that is the issue. No further information provided.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the data collected for identification of emerging trends.